Event description:
The device was returned by the customer through the complaint process, with no information. No further information could be provided.

Manufacturer narrative:
(B)(4). The analysis results showed that one tr35w cartridge reload was received. The reload was received fully fired and with the cartridge pan dislodged. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no testing was performed to the reload. No conclusion could be reached as to how the cartridge reload became damaged however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.